Event description:
I have been a contact lens wearer for 18 years with no problem. I was prescribed acuvue advance contact lenses in 2005. I have had 4 corneal abrasions due to the use of the contact lenses since two months later.